Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicated that although it is unknown if the patient¿s immune disorder and comorbidities contributed to the abundant scar tissue/arthrofibrosis for which the mua was performed, arthrofibrosis is a known occurrence and possible complication post tka and not a failure of the prosthesis. There was insufficient supporting documentation of the reported cellulitis and antibiotic therapy; however, based on the lab results the reported erythema and suprapatellar swelling could have been secondary to the mua or other factors but not likely a result of the well-fixed prosthesis or a deep joint infection. The root cause of the gross instability secondary to medial-lateral ligament laxity for which the right tka revision was required cannot be concluded; however, the loss to follow up for approximately 2 years likely contributed to worsening symptoms and a prosthetic malfunction was not supported. The patient impact beyond the reported interventions, revision surgery, and expected post-procedural rehab cannot be concluded. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened. We consider this complaint closed.

Event description:
It was reported that a right knee closed manipulation under anesthesia was performed to the patient due to arthrofibrosis, status post total knee arthroplasty.